Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The cause was unknown. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2024 and received third party assistance from ER personnel who provided a correction injection to address bg. The customer also mentioned they had ketones that their health care provider (hcp) identified as life threatening, however, no injury or permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional patient or event information was available.